Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert during defibrillation threshold (dft) testing at implant. Two months later there was still not a successful conversion with dft testing. Subsequently the s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert during defibrillation threshold (dft) testing at implant. Two months later there was still not a successful conversion with dft testing. Subsequently the s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. Additional information was received that the defibrillation thresholds were high which contributed to the non conversion.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert during defibrillation threshold (dft) testing at implant. Two months later there was still not a successful conversion with dft testing. Subsequently the s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. Additional information was received that the defibrillation thresholds were high which contributed to the non conversion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.